Event description:
During mitral valve replacement, the aortic valve was also replaced. The valve was normal in appearance with no obvious paravalvular leaks. The leaks were replaced with a 22mm "ats ap" valve.